Manufacturer narrative:
(B)(4).even though it was reported that the customer was taken to the hospital there was no evidence of an adverse event.

Event description:
Customer called from a volunteer fire department and stated a patient's blood glucose test was run on one of their contour meters and the reading was 211mg/dl. The patient was re-tested at the hospital by the nurse and the reading was 42mg/dl. Additional information about the event was not provided. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.control solution was sent to the customer for further troubleshooting. No product is expected to be returned at this time.